Event description:
It was reported that following start-up the programmer's screen was freezing and no longer reacted. It was further reported the programmer was updated over the lan (local area network). After completion of update, programmer was unable to boot-up. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at initial incoming inspection the stated reason for return was confirmed, the programmer did not start up (boot up), the screen was freezing and did not react anymore and it was noted that a new software installation was required to resolve. The device was being sent on for software installation. Product analysis: at analysis it was noted that the programmer powered up looking for a network connection. The software was reconfigured and reloaded. The programmer passed all functional, systems and safety tests. If information is provided in the future, a supplemental report will be issued.